Manufacturer narrative:
A review of the device history record (DHR) was completed on the reported lot v3p256. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found in the review of the records. The returned pack had been cut approximately 2 inches at the bottom left hand corner of the pack. The visually clean and non-jagged appearance indicates a sharp instrument or object cut the outer pack. The visual appearance clearly shows the cut is not a seal or material issue with the pack. The cut had to be made after activation or the modules of ammonium nitrate would have fallen out of the pack from the opening of the cut. It cannot be determined what created the cut at this time. (B)(4).

Event description:
Based on the report filed by the customer, (B)(6), she was given this cold pack several months ago by one of her doctors after she had surgery. She used it on (B)(6) 2016 and it leaked onto the skin on her back, which caused a burn to her skin. She stated she had to go to the doctor a few times. She was prescribed an unknown cream.